Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that the poor refractive results were due to a malignant glaucoma which made the implant progress. The patient was treated and dr. Benzerroug replaced the implant.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a hyperopic patient had an intraocular lens (iol) implant surgery, the patient has become myopic with a prescription of -2.00 diopters sixteen (16) days after surgery. The surgeon was targeting emmetropia. Additional information has been requested.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information received stating the patient was treated and dr. (B)(6) re-positioned the implant only and did not replace the lens.

Event description:
Additional information has been received stating she has discussed with the surgeon about the placement of the implant in the bag. The implant is perfectly centered however it is not impossible that there was a small movement forward. Dr. (B)(6) will see the patient in 15 days and will proceed to an ultrasound (sonogram) and a pentacam to objectify this suspicion.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).